Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found operating at the elective replacement indicator (eri) with appropriate longevity remaining. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
This report is to advise of an event observed during analysis.